Event description:
It was reported to nova biomedical that a consumer received a result of 203 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 140 mg/dl. During the call to customer support, it was revealed that the customer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The meter in question will not be returned and the test strips in question were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.